Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged and set to be sent to the customer by technical support. The customer reverted to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and was instructed on how to put the pump into storage mode before returning it using a prepaid label within 10 days.

Manufacturer narrative:
D4, h4.